Event description:
It was reported that during a laparoscopic oophorectomy, the device fired the first time with no problem. Upon reloading, the handles stuck together and would not come apart. A new instrument was opened and fired next to the other stapler. The first device was removed with tissue in the jaws. There was no pt consequence. Or time was increased by 15 minutes.